Manufacturer narrative:
(B)(4) date sent to the FDA: 01/22/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia surgery on (B)(6) 2015 and absorbable straps were used. During the procedure, the clips did not grasp the tissue and fell inside the patient&#38112;cavity. A like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation and visual and functional inspections were conducted. Fire testing was not conducted because trigger was completely jammed. The device was disassembled and the prongs of the fork were found deformed as indicative of the device was impacted into bone or another hard surface. The device did not work properly because the prongs of the insertion fork were not designed to hit on hard surfaces. When this happens, the internal components in cannula shaft cannot slide properly.